Event description:
The user facility reported the automated impella controller (aic) had a battery communication failure (red alarm).

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. After reviewing the data logs, the reported battery failure issue was confirmed. There were numerous instances of battery failure alarms (transport connection blown/missing) (event set #360) observed as well as battery communication failure on the reported complaint date. The console was returned for evaluation. The battery failure issue was able to be reproduced. Results of running the batttest utility revealed that cell 4 in battery1 had a voltage that was significantly less than the rest of the cells in the battery. Lcd screen of battery one was blank. The reported battery failure issue was determined to be caused by internal battery cell imbalance. It is the root cause for both battery failure alarm and battery communication error alarm.